Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hem-o-lok cannot be loaded correctly. Only first shot was successful in-patient body. Error for 2 shots. Physicians tested it outside the bodies afterward. 3 shots out of 11 were failed outside body". No patient harm or injury, the patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The reported complaint was able to be confirmed by the photos. The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The sample was returned with the trigger not engaged. Visual examination of the device revealed that the outer tubing was observed to be damaged and deformed on the side where the top jaw is located. Additionally, there was minor damage to the safety pin hole. There was biological material observed on the device. R & d was consulted for the functional testing of this complaint. Proper functional testing could not be completed because the applier was returned empty with no clips or last clip indicator. The applicator was then disassembled for further inspection. After disassembly the top jaw legs were observed to be flared out , making minimal contact with the jaw spring. Additionally, the jaws were observed to be misaligned. R & d concluded that the bent jaw legs are the likely cause of the reported misfires. R & d and the manufacturing site conducted further evaluations of this issue, and it was determined that the probable root cause of the bent jaw legs was user error. The trigger ears were observed to be intact. The correct amount of grease appeared to be applied to the ratchets. Device history record review investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." And "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip al-ready on the structure to be ligated." The reported complaint of "clip(s) not loading properly" was confirmed based upon the sample and photos received. R & d was consulted regarding this complaint issue. Proper functional testing could not be completed because the applier was returned empty with no clips or last clip in-dicator. The device was disassembled, and the top jaw legs were observed to be flared outwards. This was causing minimal contact with the jaw spring when the trigger was engaged. Additionally, the jaws were observed to be misaligned. R & d and the manufacturing site conducted further evaluation of this issue, and it was determined that the probable root cause of this issue was user error. The r & d team concluded that the observed damage to the jaw is consistent with applying a clip on-to a pre-existing clip or hard object. The outer tubing was observed to be damaged and deformed on the side where the bottom jaw is located, further indicating a clip was attempted to be applied onto a hard object. The IFU for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hem-o-lok cannot be loaded correctly. Only first shot was successful in patient body. Error for 2 shots. Physicians tested it outside the bodies afterward. 3 shots out of 11 were failed outside body". No patient harm or injury, the patient status is reported as "fine".